Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. A full lead was returned in one piece for analysis. Visual inspection of the lead found full breach outer insulation degradation at 12.6 cm from the connector pin. Electrical testing was normal with no other anomalies found.

Event description:
This report is to advise of an event observed during analysis.